Event description:
It was reported that the device was used during a cysectomy. They closed down the grey handle and when closing black handle, they heard a noise. They released it and when trying to close the grey trigger it would not fire. The second device closed grey handle heard a crack, however, there was no cartridge in device. Clamped and tied to rest of the case. There was no consequence to the patient.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: the analysis showed that the atw45 device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be perfomed due to the condition of the device. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.